Manufacturer narrative:
Insulin pump received with no button response due to moisture damage on electronic assembly. Insulin pump had moisture damage on motor assembly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported that she got multiple alarms due to pump got splashed when she was standing by swimming pool. Customer stated the pump is vibrating without alarm or alert. Advised customer that the pump would be replaced. Customer's blood glucose at that time was 150mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.